Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during a diagnostic procedure, which got delayed due to the flexvision monitor powering on automatically after a period of inactivity. There was no harm reported to philips. The philips field service engineer (fse) went onsite and inspected the monitor's power connection, verified the power supply was at 230v, and checked both the lan and the image signal cable connector and could not replicate the reported issue. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system flex vision screen went dark.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.